Manufacturer narrative:
H.6. Investigation: one photo and 48 loose 3ml syringes were received and evaluated. It was observed in the photo and physical samples all the syringes were missing print at the 3ml marking and had a scuff mark in the same location. Some syringes were missing the ¿3¿ and some were missing the ¿ml¿. All syringes were rejectable per product specification. Potential root cause for the missing print defect is associated with the assembly process and is likely due to a jammed piece in the assembly machine that affected a number of barrels that moved passed it. The defect would have been created in the same location vertically on the barrels that were affected. Corrections took place at the time the issue was found during the manufacture of this batch. It is likely the defective product was not completely contained and got mixed in with the good product. The issue is considered isolated. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text.

Event description:
It was reported that before use of the bd luer-lok¿ syringe the syringes are missing the 3 on the barrel for the graduation of 3ml. There are 82 syringes what have this condition. The following information was provided by the initial reporter: the bd syringes that are missing the 3 on the barrel for the graduation of 3ml. Part # 301073 lot number 9031771.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ syringe the syringes are missing the 3 on the barrel for the graduation of 3ml. There are 82 syringes what have this condition. The following information was provided by the initial reporter: the bd syringes that are missing the 3 on the barrel for the graduation of 3ml. Part # 301073, lot number 9031771.